Event description:
Patient undergoing catarasct removal by phacoemulsification. Unit malfunctioned during the procedure causing the anteior chamber to collaspe with the end result being that the posterior capsule was damaged and vitreous presented. Manufacturer service rep notified same day. Service report attached. No further problems with equipment. No problems reported with patient. No other equipment in use at the time of the procedure contributed to the malfunction.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem, telemetry failure, cassette. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.